Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/29/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. Lab values from (B)(6) 2012 indicated metal ion levels below 7ppb. There was no mention of any metallosis. There is no new additional information that would affect the existing investigation. The complaint was updated on: 10/22/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and elevated metal ions before first revision. Added stem due to new allegation. Updated patient's identifier. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.